Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the sorbafix fixation device deployed broken fasteners after successfully fixating ten fasteners into abdominal soft tissue/mesh. It was reported that it is not known if the broken fasteners were removed. It was also reported that the procedure was completed using another device and there was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix fixation device deployed broken fasteners. The subject device was returned for evaluation. A functional evaluation could not be performed as all fifteen (15) fasteners have been deployed from the device. The device handle was opened finding all components to be in place with no damage found. Sample evaluation is inconclusive as to why the device may have deployed broken fasteners. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 685 units released for distribution in january, 2023. The precautions section of the instructions-for-use (IFU) supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient". Sample evaluated.